Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for a 5-year-old male patient. (Customer normal sodium patient ref range 133 ¿ 144 mmol/l). The following results were provided: sid: (B)(6) initial sodium result = 115 mmol/l, repeat result on secondary instrument = 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by replacing the ict module on the alinity c processing module. No additional discrepant result issues have been reported since the module was replaced. The ict module is used for analysis of electrolytes on the alinity c processing module. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with the ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the ict module was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the alinity c processing module for a 5-year-old male patient. (Customer normal sodium patient ref range 133 ¿ 144 mmol/l). The following results were provided: sid (B)(6) initial sodium result = 115 mmol/l, repeat result on secondary instrument = 138 mmol/l. No impact to patient management was reported.